Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2013. According to the complainant, during preparation, the suture was found to be torn; it was unable to be fastened to the handle. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2013. According to the complainant, during preparation, the suture was found to be torn; it was unable to be fastened to the handle. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination was performed on the returned speedband superview super 7 with original tray, lid, and product label. No residue observed on device. The handle, ligator, and tubing were all returned. The condition of the returned components shows the device was not used. The velcro strap of the handle was broken and separate from the handle. See attached picture. The strap appears to have broken from tensile force, there is no evidence the strap was cut. The suture was not broken. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned incident device was not consistent with the complaint that the suture broke. The investigation found the velcro strap had broken, not the suture. The velcro strap of the returned device was broken near the buckle. From the evaluation of the strap and the event information, it appears the strap broke from tension applied when attaching the handle to the scope. The strap did not appear to have any defects in the torn location. The root cause for this complaint is not confirmed as the complaint included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. Thus, this event is deemed non-reportable. A device history record (DHR) review of lot number 16179916 was performed and revealed no related issues to the reported complaint. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
Reported event of the torn suture. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2013. According to the complainant, during preparation, the suture was found to be torn; it was unable to be fastened to the handle. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the device determined that the device had not been used. The suture was not broken. The velcro strap of the handle was broken near the buckle, and was separated from the handle. The strap appears to have broken from tensile force; there is no evidence the strap was cut. The most probable root cause was unable to be confirmed. The investigation results revealed evidence which resulted in this complaint is no longer considered a MDR reportable event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.